Event description:
It was reported by service report that the one end of the stretcher would not lower. The customer could not determine if there was pt involvement or if there were adverse consequences to report.